Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.

Event description:
Over two years after the cypher stent was implanted, the patient suffered a thrombosis of the stent. The target lesion was the mid right coronary artery (rca). The lesion was a de-novo, concentric and thrombotic total occlusion lesion. Aha/acc classification of the vessel was type b2. The vessel length was 15.29mm and the vessel diameter was 2.91mm. In 2005, treatment for the mid rca was conducted. It was an emergent case due to an ami. Pre-dilation was not conducted. Cypher (3.5/18mm) was implanted at 18 atm for 20 sec. Post-dilation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. There was no evidence of vessel dissection. Twenty-six months post index procedure, the patient complaint of chest pain and was brought to a different hospital as an emergency. Ventricular fibrillation had been produced at the time of arrival and defibrillation was provided. Coronary angiography was conducted and thrombus was observed from proximal edge to inside the implanted cypher at the mid rca. To treat the thrombus, aspiration and poba were conducted. Timi flow after the treatment was 2. The patient has no history of blood clotting disorders. Physician's comment: the possible cause of the thrombotic event was that the stent was under-dilated.